Manufacturer narrative:
(B)(4).

Event description:
It was reported that [detached/missing] sensor wire occurred. The sensor was inserted into the abdomen. On (B)(6) 2022, the patient stated the sensor wire detached, remained in the skin and became painful. On (B)(6) 2022, the patient was evaluated by an healthcare personnel (hcp) who performed an x-ray and confirmed two retained sensor wires on the left abdomen. The area was incised, and two wires removed, and the incision was sutured closed. The patient was in stable condition and returned home after the procedure. No product was provided for evaluation. The allegation was confirmed based on the removal of the sensor wire through surgical intervention. A probable cause could not be determined. No additional patient or event information is available.